Manufacturer narrative:
Other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorder. It was reported the ins's were supposed to last "5 to 7 to 10 years" but they died after 3 years. One implant died before the other, but the patient had them both replaced at the same time. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the early battery depletion was due to failing batteries.